Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
Customer's family member reported customer's freestyle flash blood glucose meter would not give them a result and did not retain results previously obtained, and that this prevented them from treating her appropriately. It was also reported the pt experienced uncontrolled sugar, diaphoresis, boils, vomiting and a headache. Pt was given ibuprofen by a family member and was seen by her endocrinologist who adjusted her insulin dose and oral medication. While troubleshooting with the customer, it was discovered they were attempting to test using expired test strips. There was no report of death or permanent injury associated with this event.